Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. Treatment for this event was not reported. The patient was hospitalized for five days before being discharged from the hospital. The patient was recovering from peritonitis. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd894394, gd894022 and gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).